Event description:
Endovascular stent graft placed for aaa repair in 2007. Four weeks later, patient went to the emergency room due to swelling pain, fever and left leg going numb. X-rays were taken and it was noted stent leg graft going to the left leg had collapsed. Further information received by physician indicated, the graft did not collapse but the iliac leg graft had thrombosed. Patient has severe bilateral pad and physician believed an intervention was performed on the left sfa prior to graft placement. Patient had good pulse on left side following graft placement, but with severe sfa disease, there was not sufficient run off to allow graft to remain patient. Physician indicated problem was patient's anatomy, not a graft problem.

Manufacturer narrative:
Evaluation: still under investigation.